Event description:
The physician reports that a pt underwent bilateral cataract surgery with implantation of the crystalens, which was performed by another ophthalmologist. Approximately six weeks postoperatively, pt noticed a sudden decrease in distance and near vision in the right eye. Upon examination, the lens vaulted anteriorly secondary to capsular contraction syndrome, which induced astigmatism. During this same time, the pt presented with cystoid macular edema, which resolved with topical nsaid treatment. Preoperatively, the pt's bcva was 20/80+ with mrse of +0.50 - 0.50 x 088. Postoperatively (and prior to intervention) the pt's bcva was 20/60- with mrse of -0.50 - 2.00 x 145. A yag capsulotomy was performed at three separate visits and the surgeon plans to exchange the iol.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the reported event of lens vaulting is attributable to capsular contraction syndrome.